Event description:
It was reported the touch pen could not be used effectively, and the new pen could not be calibrated. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2290 analyzer. Product event summary: analysis found that the stylus would not function effectively on the screen and calibration did not resolve the issue. As a result the bezel assembly was replaced and calibrated with stylus to resolve issue. It was also noted that the handle was dented, the upper case was cracked, the tab on the power cord door was broken, the rubber pads on the lower case were damaged, the upper hinge plate was scuffed up and the latch on the media bay door was bent. (B)(4).